Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 2025239. Medical device expiration date: 31-dec-2026. Device manufacture date: 25-jan-2022. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. The customer's address is unknown. (B)(6) USA has been used as a default. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd safetyglide¿ needles from lots 2025239 and an unknown lot were blocked. The following information was provided by the initial reporter: "customer states that the needles are jamming."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 15-feb-2023. H6: investigation summary: it was reported the needles are jamming. To aid in the investigation, three samples in opened packaging blisters were received for evaluation by our quality team. A visual inspection was performed and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. One sample expelled the solution with a normal flow and two samples did not expel the solution; these needles are clogged. A device history record review was completed for provided material number 305916, lot 2010821. The review revealed all visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 2010821 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Previous investigations have revealed that process variations during the needle lubricant application can create clogged needles. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. H3 other text : see h10.

Event description:
It was reported that an unspecified number of bd safetyglide¿ needles from lots 2025239 and an unknown lot were blocked. The following information was provided by the initial reporter: "customer states that the needles are jamming."

Manufacturer narrative:
H6: investigation summary: a device history review was conducted for batch number 2025239. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additional device histories were reviewed for each batch of needles used in the manufacture of this batch. During the history review, one lot was identified as having suffered from clogged needles due to silicone. It could be possible some samples are escapes from the incident that occurred while production. The process to isolate affected product was reviewed, as well as the process of variations that could induce the needle clogged / blocked symptom. The processes were adjusted to prevent variations that could result in this defect. Based on the investigation with no sample analysis the symptom reported could not be confirmed.

Event description:
It was reported that an unspecified number of bd safetyglide¿ needles from lots 2025239 and an unknown lot were blocked. The following information was provided by the initial reporter: "customer states that the needles are jamming."